Event description:
Medtronic received information from a user facility medwatch ((B)(4)) that two years and seven months following the implant of this bioprosthetic valve, the valve was explanted. It was reported that the device was defective/failed. The facility has not released the valve or any additional details to medtronic. The medtronic sales representative was present at the explant and stated there was nothing wrong with this valve. No additional information is expected.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.